Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device during the initial drain, the caregiver (cg) had reused single-use supplies. The patient was connected. The cg explained that they replaced just the one bag and then got the unrelated alarm. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.